Event description:
It was reported that "when fired the jaws retract back pulling the vessel with it which often resulted in it tearing and therefore bleeding during surgery."

Manufacturer narrative:
The reported complaint could not be investigated as the device was not being returned for evaluation. No lot code number was provided to do a device history record review. At this time we are unable to investigate. We are considering this complaint closed.